Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly/motor noted. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 189 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive. The customer further reported a battery out limit alarm from the insulin pump. The customer reported that the insulin pump had come into contact with water. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer called again after a few days and had high blood glucose levels of 380 mg/dl. The customer also reported difficulty managing insulin shots. No additional information is provided.